Manufacturer narrative:
Additional information was added: the lot was manufactured from april 30, 2019 - may 02, 2019. Thirty- eight (38) actual samples were received for evaluation. Unaided visual and magnified inspection was performed which observed that one (1) out of thirty- eight (38) samples had a loose white foreign matter inside the bag. Additional inspection was performed which observed that five (5) samples had a damage on the fill port connector thread and cap thread. The cause of the damage was not determined. The reported condition of particulate matter was verified only in one (1) sample. The cause of the pm was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign material was observed in thirty- eight (38) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as white material. The location of the foreign material was unspecified. This issue was identified during setup and prior to patient use. There was no patient involvement. No additional information is available.